Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08450. It was reported that a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. Groin access was without difficulty. The interatrial septum was thick, but the double curve watchman® access system (was) advanced without complications. There was difficulty lining up the pigtail catheter and the was with the laa, therefore a second transseptal puncture was required, with a more inferior and posterior to correctly access the laa. The second transseptal puncture was done and eventually a 24 mm watchman ® laa closure device & delivery system (wds) was advanced through the was and deployed. The patient was hemodynamically stable throughout all of this. The laa was a chicken wing morphology and the device initially was tucked under the wing. The physician did a partial recapture and redeployed the device. The device was more canted, not visually compressed on echo and still tucked under the wing. At this time it was decided to do a full recapture, remove the device and go back in with an anterior curve was to get a more anterior angle with the pigtail catheter and was. A full imaging sweep to check for a pericardial effusion after the full recapture was requested and as the physician was changing out the double curve was for an anterior curve was, a pericardial effusion was found on echo and the patient began to decompensate hemodynamically. The patient was found to be in cardiac tamponade. The patient was tapped and a cardiovascular surgeon was called in to treat the patient. The patient underwent surgery. The laa was ligated. The patient was stable post surgery. The physicians reported there was a hole on the posterior side of left atrium, which probably occurred during the transseptal puncture. The patient continues to recover and is doing well.